Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 117 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back up insulin therapy but no response was received.